Event description:
It was reported that the right atrial (ra) lead was found to have high pacing thresholds and no capture. The ra lead was also not sensing. It was noted that there was also no sensing through the analyzer, and it was questioned whether the atrium was silent. The ra lead had been programmed off several years ago and was subsequently capped and left out of service inside the patient. The ra lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2004. (B)(4).